Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near a display window corner, broken belt clip slot, a cracked reservoir tube lip, and a missing end cap sticker. No number ramping or scroll bar anomaly was noted on the display. No moisture damage was noted on the electronic assembly.

Event description:
Customer reported that the numbers on the screen of the insulin pump kept scrolling up. Customer stated that the device got wet; he was out in the rain for a short time. Blood glucose value is 114 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.